Event description:
It was reported that during a biventricular implant, the coronary sinus (cs) proved difficult to cannulate. A veno- gram revealed lack of branches to implant a left ventricular lead. An attempt was made with a sub-selector (cps aim) to move the introducer deeper into the cs. A further venogram showed significant cs dissection. The expectation is that the cs will repair itself. The patient's condition was stable upon leaving the lab.

Manufacturer narrative:
Expectation that coronary sinus will self-heal.